Event description:
It was reported that there was an attempted pulse generator replacement procedure. A new pulse generator was placed and attached to a chronic electrode. After connection, the shock impedance was greater than 400 ohms which is out-of-range. The same electrode on the previous pulse generator had an impedance of 225 ohms. The doctor reconnected the pulse generator to the electrode, but the impedance was still high. The doctor elected to abandon the system and implant a transvenous system at a later date.